Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2022. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lenses (iols) were explanted from patient's both eyes due to blurry vision, light sensitivity, and severe halos. The patient was unable to drive since the initial implant. There was no patient injury. The patient was happy post-operation and stated that she could see better. The original lenses were discarded. No other information was provided. This report captures the lens explanted from patient's right eye and a separate report will be submitted against the lens explanted from the left eye.